Event description:
The customer reported the system produced images that appeared then disappeared. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The contacts were checked and the cpu power source was adjusted. The system was then found to be operating as intended.